Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient's lead was found to be coiled in the ipg pocket. The lead was explanted and replaced. The patient receives effective stimulation therapy.